Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Blood glucose level was not provided. The customer declined to provide additional information to tandem technical support regarding the issue.